Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor resistor. The drive support disk was inspected and no anomalies were noted. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and cracked pump belt clip slot.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump displayed an a33 alarm every time the priming process was attempted. His or her blood glucose was unknown at the time of reporting. The insulin pump is being returned. No additional information was reported.